Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an episode of mode switch caused by competitive atrial pacing. It was also noted that there was an episode from (B)(6) 2017 of atrial pacing faster than the maximum sense rate prior to the device mode switch. The patient was asymptomatic and in stable condition. No programming modifications were performed. The physician elected to monitor the patient.